Manufacturer narrative:
Cracked reservoir tube lip, cracked battery tube threads, minor scratches on display window and cracked case near display window corners noted during visual inspection. Unable to prime during prime/a33 alarm test due to moisture damage noted in fsr. Unable to perform excessive no delivery alarm test and occlusion test due to prime anomaly. Insulin pump passed basic occlusion and displacement test.

Event description:
Customer called to report the insulin pump had a crack on the reservoir window. Blood glucose reading was 202 mg/dl. The customer stated that he had been experiencing high blood glucose and did not know why. Customer did not recall any significant events leading up to the high blood glucose. Advised that the insulin pump will be replaced. Nothing further reported.